Manufacturer narrative:
(B)(4). D10: cat #: ep-200152 / act artic e1 hip brg 28x46mm / lot #: 728320 cat #: us157852 / m2a-magnum pf cup 52odx46id / lot #: 192890 cat #: 180205 / balance microp stem 9x80mm lt / lot #: 974390. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by a patient that one of the implanted hip items was recalled for a cleanliness issue and it was suspected that metal is leaking into the bloodstream. No revision has been reported to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02152. 0001825034-2024-02153. This follow-up report is being submitted to relay additional information. Proposed component code: (g04) - mechanical: head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The even could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.